Event description:
It was reported that the seam on the air bubble detector module was separating. This was an out of box failure; no pt was involved.

Manufacturer narrative:
No parts were returned to terumo for eval. One complaint was filed with two serial numbers. This is why there are two serial numbers on one MDR. This report is submitted to the FDA as a result of a retrospective review of product complaints.